Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency diagnosis procedure was performed when the issue happened. The procedure was completed as planned by restart the system. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found host pc defective. To resolve the issue, fse replaced the host pc and reinstalled the related software. After replaced the host pc and reinstalled the related software, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by restarting the system with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.